Event description:
It was reported that a patient presented in the emergency room after receiving multiple inappropriate high voltage therapies due to a software reset. The reset was believed to be due to focused radiation treatment for lung cancer. A device download was successfully performed and the device remains implanted. The patient now uses a magnet on the device when receiving radiation treatment and no further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.